Event description:
It was reported to boston scientific corporation that a spyscope access & delivery catheter was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the packaging was noticed to be partially opened. Additionally, it was the internal packaging seal that was found to be intact but loose. The procedure was completed with another with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.